Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8110 was not detecting a 3 ml syringe cartridge when loaded was not identified during the customer call. While customer performing the calibration procedure it displays "cal required" message. Explained problematic fault of calibration required to device. Step customer through calibration process. Informed customer that the preventive maintenance task needed to execute after the calibration process. Customer informed device is under warranty and may send for repair if issue unresolved. Customer will call back if any further concerns need to be addressed. The call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 was not detecting a 3 ml syringe cartridge when loaded. There was no patient involvement.